Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during treatment of an aneurysm, the embolization coil implant encountered resistance during insertion into the microcatheter and detached when attempted to withdraw. The coil and microcatheter were simultaneously withdrawn and removed from the patient. Another coil was used to successfully complete the procedure. There was no reported patient injury or intervention.

Manufacturer narrative:
The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The investigation of the returned coil system found the implant damaged and to be separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. Replication testing with the pusher was performed using a compatible lab provided progreat microcatheter resulting in no resistance/friction during advancement. The implant glue bonds were measured to be within spec. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.